Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ pen needles were not functioning, and unable to deliver medication. The following information was provided by the initial reporter: customer estimates that 30-40% of the last deliveries are defective. The needles are not usable (mostly clogged!).

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ pen needles were not functioning, and unable to deliver medication. The following information was provided by the initial reporter: customer estimates that 30-40% of the last deliveries are defective. The needles are not usable (mostly clogged!).